Manufacturer narrative:
Per the tandem user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer's 12am basal rate was set to 2units instead of 2.2 mg/dl. Customer's blood glucose level was 127 mg/dl. Reportedly, customer corrected the basal rate and resumed insulin therapy.